Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump had missing display window cormer, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they accidentally dropped the insulin pump into the toilet. The customer¿s blood glucose during the incident was 218 mg/dl. The insulin pump was saying that a button was pressed for more than 3 minutes. They pressed the escape button but the message could not be cleared. The customer also reported that there were two big cracks on the insulin pump. The damage was from normal wear and tear. The device was returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.